Event description:
Healthcare professional reported left side "partial deflation with palpable fold in the implant". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed one opening on the anterior side assessed as fold flaw opening. Crease /folding of implant : observed crease fold. Additional observations: white particles observed on the device. White particles observed on the inside device. Wear abrasion observed on the device. Black particles observed on the fill channel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "partial deflation with palpable fold in the implant". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.